Manufacturer narrative:
The t:slim user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and high ketones. Bg value not provided. A manual injection was administered to address bg level. A system check was performed, and it was found that the customer was reusing single-use cartridges. Recommendation was made to consult with a healthcare provider regarding diabetes management.